Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed failed battery test. The blood glucose reading was 421 mg/dl, which was treated with manual injection. The customer stated that she had tried 4 new batteries, but the insulin pump kept alarming failed battery test. Upon troubleshooting, the customer was advised to monitor the insulin pump. Advised that a replacement battery cap would be sent, since the customer observed some wear and tear on the cap. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.